Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. Two kinks were found on the catheter tubing near the y-fitting approximately 75.4 cm and 76.2 cm from the iab tip. The optical fiber was found to be broken within the membrane 7.6 cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete auto-ill cycle. The iab pumped normally and no alarm sounded from the pump. The evaluation determined there were kinks in the catheter. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the alarm event in the laboratory setting, a kink in the catheter can cause inflation difficulty or an alarm. We were unable to duplicate the reported problem. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
The intra-aortic balloon catheter (iabc) was inserted during cardiac arrest and the intra-aortic balloon pump (iabp) alarmed auto fill failure. The therapy was never started due to the alarm. The device was checked and functioned properly. The patient expired in cardiac cath lab, however the date of death is unknown. The death is not attributed to the device.

Manufacturer narrative:
Device has been returned and investigation is in progress. Upon completion a supplemental report will be submitted. (B)(4).

Event description:
The intra-aortic balloon catheter (iabc) was inserted during cardiac arrest and the intra-aortic balloon pump (iabp) alarmed auto fill failure. The therapy was never started due to the alarm. The device was checked and functioned properly. The patient expired in cardiac cath lab, however the date of death is unknown. The death is not attributed to the device.